Event description:
A report from hospital about possible saline leak in the cool line catheter balloon. The report also indicated that they have difficulty removing the catheter from the patient and the vascular doctor had to make a larger incision to remove the catheter. There was no report of patient harm or injury.

Manufacturer narrative:
In 2008, rep from hospital reported a possible saline leak in the cool line catheter balloon and blood was observed in the tubing. On attempted removal of the catheter, they experienced difficulty and the vascular doctor had to enlarge the incision site to remove the catheter. The catheter was successfully removed. Two days later, the catheter and the tubing set were returned to alsius for evaluation. Evaluation confirmed that the distal balloon of the cool line catheter was separated into two sections and the distal section was inverted over the catheter tip. There is no evidence of missing balloon materials. Although this event does not constitute a serious injury in itself, if it reoccurred, it could result in a serious injury under other circumstances. Catheter removal was skilful and successful in this case. This is the second report of a retained alsius cool line catheter. There have been many alsius cool line catheters shipped.